Manufacturer narrative:
This was for report only. Customer letter was not requested. No product return as the device remains implanted. No record of autopsy was reported. (B)(4) explanted due to a paravalvular leak for what appeared to be an annular abscess caused by infectious endocarditis. This was the replacement device. DHR has been started. X-ray.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is forthcoming. The customer reported being unable to control the "cardiac arrest and infection after this surgery." Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Reportedly, the patient expired after an implant duration of .67 months due to cardiac arrest. Event was described as "unable to control the cardiac arrest and infection after this surgery."